Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and passed, along with all of the electrical testing. During evaluation it was observed that the device would not build up pressure in the positive t tank. The compressor was replaced with a test article and the pneumatic system was pressurized. The pneumatic pressures were then correct and stable. The cause was determined to be the compressor was running too slow. The compressor was scrapped and the device would be sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.